Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level displayed as high. Customer delivered a correction bolus via pump to address bg level. Customer resumed insulin therapy with existing supplies.